Manufacturer narrative:
(B)(4). Results of investigation: carefusion is a visual inspection of the ac adapter and visual inspection revealed the lemo connector pin # 1 and 5 were burnt and bent, pin# 2 and 3 were burnt and melted, and pin#4 was burned and missing. Carefusion scrapped the defective component and sent a replacement ac adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter needed to be replaced. While in service, it was discovered that the ac adapter had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.